Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed. Multiple button presses were required. None of the buttons sprung back or clicked as usual. Contamination was found under button contacts. Unrelated to the keypad functionality, the battery compartment was found to be cracked and the display lens was scratched. Neither of those issues is likely to cause an adverse event likely because, the issues are generally obvious and detectable by the user and because, the issue does not affect the pump's insulin delivery functions.

Event description:
The patient stated that the keypad buttons were sticking when pressed. The patient said it takes several presses to activate desired pump functions. The patient reportedly does not clean the pump and there is no evidence of misuse of the pump. There was no reported patient impact associated with this complaint.